Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging that on (B)(6) 2015, the patient had blood glucose reading was at 280 mg/dl with large level of ketones, nausea, vomiting, polydipsia, polyuria, strong fruity breath, shortness of breath, confusion, and symptoms of dehydration. It was reported that the patient was treated with intravenous fluids and insulin injection by medical personnel at the hospital. The patient allegedly discontinued pump therapy with recent adjustments to the pump settings by health care provider. It was reported that there was an inaccurate delivery issue with the pump. Review of basal delivery determined that they were as programmed. However, review of basal delivery totals and bolus totals showed that they did not match the total daily delivery. Further review found that the discrepancy was the result of cartridge change and battery change. Furthermore, the prime menu and the basal edit screen were accessed. Troubleshooting was unable to resolve the reported issue. This complaint is being reported because the patient experienced severe hyperglycemia related to history/settings issue of unknown causes.